Event description:
Caller reported an error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the error did not occur again, allowing the sensor session to start successfully.